Event description:
It was reported that, "severe posterior medial and lateral wear."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If device or additional information becomes available, it will be submitted in supplemental report.